Manufacturer narrative:
Unit had button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. Also, unit had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer being at a river. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was 88 mg/dl. Customer was advised that insulin pump would need to be replaced.